Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A visual inspection noted a clear substance on the rim of the venous luer adapter. It was reported that the device was occluded and there was contamination of the device. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Improvements have been initiated to mitigate this condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, it was observed that the venous leg/lumen looked different. There was a piece of glue/obstruction in the venous lumen (blue connector of the catheter). The surgeon and the or (operating room) assistant did not trust the product; therefore, they decided not to use the catheter. There was no damage to the device¿s external packaging. The box that the devices came in was not damaged/broken. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The catheter was not repaired, it was taken from the package. Tego was not utilized. There was no luer adapter issue. No remedial action was performed; no other product was used. There was no patient involvement.